Event description:
It was reported that during a right ventricular lead revision, an insulation abrasion was noted on the the right atrial lead as a result of friction to the device can. The physician repaired the insulation and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.